Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the rotation helix portion of the right ventricular (rv) lead was out of sync. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was not confirmed. A complete lead was returned in one piece. Visual inspection of the lead found the helix to be retracted and appeared to be clean. After applying torque directly to the connector pin, the helix could extend and retract. X-ray examination and electrical testing were normal with no anomalies found.